Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. A caregiver reported, the customer encountered a signal loss and the customer was not alerted of changes in glucose level. As a result, the customer experienced seizure and had loss of consciousness and the paramedics were called by caregiver. Upon arrival, the paramedics obtained a blood glucose reading of 32 mg/dl on their healthcare meter and the customer was treated with glucose intravenously by the paramedics. The customer's blood glucose levels was retaken and a result of 236 mg/dl was obtained by the paramedics. In addition, the customer was given an orange, juice and protein by caregiver as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. An extended investigation was performed. Returned sensor was investigated under microscope and no visible damage or corrosion was observed on its housing. The sensor data was retrieved using an evaluation module and the ptu gen (patch test utility generation) tool. Analysis of the log files showed that the sensor had stopped due to an algorithm error or state 7 with event log 11 and extended code 33024 - low sensor signal error (dq33024) and state 8 error termination with event log 9. This behavior is accounted for in the software design and does not reflect a product defect. Furthermore, a review of the clinical and historical data logs did not show values out of specification in temperature (5-27 deg c) or electronic readings (counter pot > 680 mv, current > 1 na), and no unusual glucose fluctuations were detected. The historical glucose levels was noted to have a sudden decrease from a baseline of approximately 80 mg/dl to 0 mg/dl towards the end of the dataset. A bluetooth low energy (ble) test was conducted using a known good reader, which activated the sensor after reprogramming to a storage state using ptu gen tool. The sensor was successfully completed the ble test, as evidenced by the successful transmission and reception of the initial ble packets by the reader. The cause of the signal loss alarm observed by the customer was isolated to a sensor fall off, which is consistent with the historical glucose data reviewed earlier. A signal loss alarm from a sensor fall is expected behavior. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. A caregiver reported, the customer encountered a signal loss and the customer was not alerted of changes in glucose level. As a result, the customer experienced seizure and had loss of consciousness and the paramedics were called by caregiver. Upon arrival, the paramedics obtained a blood glucose reading of 32 mg/dl on their healthcare meter and the customer was treated with glucose intravenously by the paramedics. The customer's blood glucose levels was retaken and a result of 236 mg/dl was obtained by the paramedics. In addition, the customer was given an orange, juice and protein by caregiver as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained.. All pertinent information available to abbott diabetes care has been submitted.